Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported on (B)(6) 2020 the hakim valve was obstructed with blood during implantation. The physician changed the valve to a new one and completed the procedure. A 30-minute delay was reported. No patient injury noted.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The hakim valve was returned for evaluation: review of the history device records for lot 4253735 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, a needle hole was noted in the silicone housing. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the silicone housing. The valve passed the test for programming, occlusion, refux, and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. No root cause was determined for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted.

Event description:
N/a.